Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to perform the displacement tests due to the physical damage on the lcd. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, a cracked reservoir tube window, cracked battery tube threads, a stained keypad overlay, a stained end cap sticker and a stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump screen was badly cracked and could not read the screen. The customer's blood glucose was 12.7 mmol/l at the time of incident. The customer stated that the insulin pump was bumped into a table. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.